Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing process. Reportedly, the issue resolved on its own. Customer's blood glucose level was 72-343 mg/dl.